Manufacturer narrative:
The investigation for the reported product damage (sterile sleeve damage) has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The root cause of the product damage was due to the physician accidentally ripping the "catheter sleeve." This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The physician accidentally ripped catheter sleeve while trying to pull impella back. A tegaderm was placed to help keep catheter sleeve in place. Procedure was successfully completed with this device. No harm done to the patient.